Event description:
It was reported that during routine device check, inappropriate shock for atrial fibrillation with rapid ventricular response was observed. There was also decrease in r-wave amplitude, ventricular undersensing and t-wave oversensing. Lead revision was planned to address the undersensing and inappropriate shock. During procedure on (B)(6) 2007, physician decided to cap and replace the pace/sense portion of the lead as the physician was unable to extract the lead. Procedure was completed with successful dft testing. Later the device was replaced due to normal eri. Patient was asymptomatic.